Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated that the water tank is not taking the water and it only goes down quarter of an inch. The metal part in the center is pretty warm when she changes the water; also stated that the device/power cord or supply is too hot to touch. Patient experienced dry mouth/throat and cracked lips. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.